Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was falling due to a broken holster which caused infusion set to pull out. Customer reported to have been sick and throwing up for twelve hours. Customer requested assistance in programming new insulin pump.